Manufacturer narrative:
The cartridge instructions for use state: make sure that insulin is room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experience continuous elevated blood glucose (bg value not provided). Current bg was 400 mg/dl. Correction bolus was delivered to address elevated bg. Customer did not know cause of elevated bg. Pump system check was performed and pump was found to be functioning as intended. Reportedly, customer was using cold insulin in the cartridge and acknowledged that this may have been cause of the elevated bg. Upon follow up, the customer's healthcare provider made changes to the pump settings to address elevated bg and customer was doing "fine".